Event description:
It was reported patient underwent a versanail humeral nail procedure on (B)(6) 2014. During the procedure, the surgeon inserted a 4.5mm cortical screw into the distal hole of the nail and the head of the screw fractured off. The fractured head was removed from the patient but the screw remained implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Review of surgical technique found a smaller screw should be used with the 8mm nail. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown, manufacture date ¿ unknown.